Event description:
Consumer states "the lubricant inside is completely dried up and stuck to the packaging and catheter. He said he has to apply additional lubricant to even be able to use them comfortably. No harm reported if he uses them in this way. Even hard for him to pull out of sleeves due to lack of lubricity."

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092, manufacturing site: 3005471919.